Manufacturer narrative:
Patient code 3191 is being used to capture the prolonged procedure. Upon receipt at our post market quality assurance laboratory, an evaluation of the lead was performed. Visual inspection of the lead body and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the attempted implant of this left ventricular (lv) lead, the lead was explanted due to dislodgement issues. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during the attempted implant of this left ventricular (lv) lead, the lead was explanted due to dislodgement issues. A new lead was successfully implanted. No adverse patient effects were reported.